Event description:
The customer observed a falsely elevated alinity I stat high sensitive troponin-I result for a (B)(6) year-old female patient. The following data was provided. (B)(6) 2026, sid (B)(6), initial result = 189.81 ng/l, repeat result, on (B)(6) 2026 = 212.31 ng/l. Repeat results from hospital ( new draw) = negative (no data was provided) & (B)(6)= 23 ng/l. (Customer¿s cutoff is <14.0 ng/l): there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.